Manufacturer narrative:
(B)(4). Device was not returned.

Event description:
It was reported that an unknown lb screw was fractured inside the implant. Fractured piece still stuck in the implant.

Event description:
Additional information received confirmed that there is no allegation against the lb screw. The fracture screw had never occurred.

Manufacturer narrative:
Additional information received confirmed that there is no allegation against the lb screw. The fracture screw had never occurred and there is no adverse event or serious injury reported associated to this device. Therefore, this event does not longer meet the criteria of a complaint and not require an MDR report under the mandatory reporting regulations. As a result, no further medwatch reports will be submitted.